Event description:
Hosp reports that a loud "popping" noise coming from unit then unit alarmed "vent lnop". Pt was taken off unit and manually ventilated with 100% oxygen. Placed on another ventilator. No pt probelms noted.